Manufacturer narrative:
(B)(6) 2017: bracco distributor reported that there is a hard piece sticking out of the non latex air retention tip which could cause serious injury to the patient. There were 2 cases that were inspected and both cases had the same defect. The distributor reported there has been no reports of any incidents with any patients. 15-dec-2017: bracco quality investigation results became available. Conclusion: based in the revision of the device history record (DHR) of the related lot numbers for subassemblies and finish good, no deviations, non-conformances and issues were found related to the reported failure. After evaluation the defect hardened thread was confirmed on the received sample. The analysis of the sources of variation for visual inspection not performed, lack of training, inspection not stated in the procedure and turn of thread not performed, these possible factors were previously mitigated by actions implemented on 15-jun-2017. The defective devices were manufactured before 15-jun-2017, when mitigation activities were not in place yet. Since there have been actions implemented to mitigate this failure mode, no CAPA will be created and no additional actions will be implemented at this moment. Company comments: this is a device malfunction with the use of the non latex air retention tip. The distributor reported that there was a hard piece sticking out of the non latex air retention tip which could cause serious injury to the patient during insertion. There was no patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Quality investigation confirmed that based on review of the device history record (DHR) of the related lot numbers for subassemblies and finish good, no deviations, non-conformances and issues were found related to the reported failure. Analysis of the sources of variation for: visual inspection not performed, lack of training, needed inspection not stated in procedure and turn of thread not performed are possible factors that were previously mitigated by actions implemented on june 15, 2017. Since the defective devices were manufactured before june 15th 2017, when mitigation activities were not yet in place to mitigate this failure mode, no CAPA will be created and no additional actions will be implemented at this time.

Event description:
On (B)(6) 2017, the bracco (B)(4) affiliate received a product complaint from a bracco distributor ((B)(4)) in (B)(4). On 27-nov-2017, the report was forwarded to bdi drug safety via email. The distributor ((B)(4)) reported that there was a defect described as a hard piece sticking out of the non latex air retention tip which could cause serious injury to the patient. There were 2 cases that were inspected by the distributor and both cases had the same defect. The distributor reported there have been no reports of any incidents with any patients. No further information was available for this report. On 15-dec-2017, bracco quality investigation results became available. This case is medically closed. (B)(4).

Manufacturer narrative:
On 24-nov-2017: bracco distributor reported that there is a hard piece sticking out of the non latex air retention tip which could cause serious injury to the patient. There were 2 cases that were inspected and both cases had the same defect. The distributor reported there has been no reports of any incidents with any patients. On 15-dec-2017: bracco quality investigation results became available. Conclusion: based in the revision of the device history record (DHR) of the related lot numbers for subassemblies and finish good, no deviations, non-conformances and issues were found related to the reported failure. After evaluation the defect hardened thread was confirmed on the received sample. The analysis of the sources of variation for visual inspection not performed, lack of training, inspection not stated in the procedure and turn of thread not performed, these possible factors were previously mitigated by actions implemented on 15-jun-2017. The defective devices were manufactured before 15-jun-2017, when mitigation activities were not in place yet. Since there have been actions implemented to mitigate this failure mode, no CAPA will be created and no additional actions will be implemented at this moment. Company comments: this is a device malfunction with the use of the non latex air retention tip. The distributor reported that there was a hard piece sticking out of the non latex air retention tip which could cause serious injury to the patient during insertion. There was no patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Quality investigation confirmed that based on review of the device history record (DHR) of the related lot numbers for subassemblies and finish good, no deviations, non-conformances and issues were found related to the reported failure. Analysis of the sources of variation for: visual inspection not performed, lack of training, needed inspection not stated in procedure and turn of thread not performed are possible factors that were previously mitigated by actions implemented on june 15, 2017. Since the defective devices were manufactured before june 15th 2017, when mitigation activities were not yet in place to mitigate this failure mode, no CAPA will be created and no additional actions will be implemented at this time.

Event description:
On 24-nov-2017, the bracco (B)(6) affiliate received a product complaint from a bracco distributor (B)(4). On 27-nov-2017, the report was forwarded to (B)(4) drug safety via email. The distributor (B)(4) reported that there was a defect described as a hard piece sticking out of the non latex air retention tip which could cause serious injury to the patient. There were 2 cases that were inspected by the distributor and both cases had the same defect. The distributor reported there have been no reports of any incidents with any patients. No further information was available for this report. On 15-dec-2017, bracco quality investigation results became available. This case is medically closed.